Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that postoperatively the patient was not feeling well. The right atrial (ra) lead exhibited high thresholds and high short interval count. The ra lead remains in use. No further patient complications have been reported as a result of this event.